Event description:
It was reported that during an hemorrhoidectomy procedure, the device fired an incomplete staple line. There was no adverse consequence to the pt.

Manufacturer narrative:
D4,10; h4, 6; info anticipated, but unavailable at this time.